Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. A check of quality, production, and maintenance records revealed no deviations in relation to the re-ported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): the complaint is currently under investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Complaint reported by fisher. Customer originally reported complaint to fisher on (B)(6) 2025. Customer states tubes are underfilling. Photo provided showed specimen properly filled and tech service advised customer of this. Customer has discarded all these tubes.